Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Patient reported "one went flat" on an unknown side. Device has been explanted.